Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the loading process. Blood glucose level did not exceed 500 mg/dl, remaining within normal range. Technical support confirmed cartridge alarm and provided instructions, but caller was unable to reload the cartridge and resume insulin therapy. As a result, customer technical support decided to replace both the pump and original cartridge. They informed the caller about sending a replacement pump with updated software and provided guidance on storing and returning the faulty pump. The caller understood and agreed to the steps, including using multiple daily injections as a backup until the replacement arrives.